Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a broken downstream occlusion (dso) seal. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that the rubber seal was broken at the sensor. There was unknown patient involvement, and unknown signs or symptoms experienced.